Event description:
A 20mm diameter x 3.75 cm length aneurx aortic cuff was implanted into a patient for the endovascular treatment fo an abdominal aortic aneurysm. Aneurysm morphology is unknown. The patient's vessels were non tortuous with unknown amount of calcification. It was reported that the aortic cuff was successfully deployed without complications; however, upon removal of the delivery system the physician encountered difficulties with pulling nose cone or the runners back. The physician was able to manoeuvre the entire delivery system and the delivery system was removed without incident. The delivery system has been returned and its analysis is pending. No clinical sequelae were reported, and the patient is reported to be fine.